Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the drill bit tips are broken off. The remaining tips were not returned for evaluation. In addition, there are some discolorations visible on both items. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the drill bit tips are broken off. The remaining tips were not returned for evaluation. In addition, there are some discolorations visible on both items. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the drill bit tips are broken off. The remaining tips were not returned for evaluation. In addition, there are some discolorations visible on both items. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent surgery for the fracture of distal humerus and olecranon. During the procedure, two (2) drill bits broke and both drill bits generated fragments. There was a surgery prolongation of 30 minutes as the physician tried to remove the fragments. Fragments could not be removed and were left in patient. Patient status was reported as okay. Procedure was completed successfully. This report is for one (1) 2.5mm drill bit. This is report 2 of 2 for (B)(4).